Manufacturer narrative:
Manufacturing review: a manufacturing related issue was considered. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. On the basis of the manufacturing and quality records, the products released for distribution were found to have met all specifications prior to shipment. No additional complaints have been previously reported for this lot number. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no images and no physical sample were provided for evaluation. As a result of the performed investigation and as no sample and no images were returned the complaint was inconclusive. Based on the information provided, this event represents an off-label use of the device. However, based on the available information and as no sample and no images were provided, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The deployment of the stent was found sufficiently described: 'confirm that the introducer sheath is secure and will not move during deployment (...) Firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position (...) Continue turning the thumbwheel until the distal end of the stent obtains complete wall apposition (...) Final deployment can be continued with the following methods: continue to rotate the thumbwheel to achieve complete stent deployment (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end (...) While maintaining a fixed handle position, peel the circular ring from the handle. Pull the rapid deployment ring towards the proximal end of the handle to achieve complete stent deployment.' Furthermore, the lifestent® biliary stent system is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree.

Event description:
It was reported that after successfully deploying the stent during an intraoperative procedure, the health care provider notice during the post dilation process that the biliary stent allegedly migrated distally and elongated in the right common iliac via a contralateral (left) common femoral approach. Reportedly, the stent was left in place as it was still covering the treatment area. The delivery system was removed from the patient without incident. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successfully deploying the stent during an intraoperative procedure, the health care provider notice during the post dilation process that the biliary stent allegedly migrated distally and elongated in the right common iliac via a contralateral (left) common femoral approach. Reportedly, the stent was left in place as it was still covering the treatment area. The delivery system was removed from the patient without incident. There was no reported patient injury.